Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Event date: unknown. The lot number provided by the reporter (7166143) does not correspond with the part number. (B)(4). The original implant procedure took place on an unknown date in (B)(6) 2015. Per the facility, the complainant part is not expected to be returned for evaluation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: the lot number provided could not be verified against the part number; therefore, further investigation cannot be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a trochanteric fixation nail advanced (tfna) and lag screw on an unknown date in (B)(6) 2015. Thereafter, the patient suffered a varus collapse. The patient returned to the operating room on (B)(6) 2015 and was revised with a non-synthes bipolar implant. This report is 1 of 3 for (B)(4).